Event description:
Additional information received reported the implantable neurostimulator (ins) and lead connection site was surgically checked. No evident anomaly was reported. The patient continued to have complaint of burning at the level of the pocket. It was noted the patient was receiving therapy from the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 388928, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a burning ("heating") sensation at the level of the pocket of the implantable neurostimulator (ins). A revision was performed to check the connection between the lead and ins. The patient outcome as reported at the time of this report was no injury/no adverse event. Additional information was requested, but was not available at the time of this report.